Event description:
The customer was hospitalized with diabetic ketoacidosis (dka). The customer was treated with i.v. Fluids, i.v. Insulin, i.v. Nausea medication, nitroglycerin orally (for chest pains), and blood thinner shots in the stomach. Multiple attempts to obtain more information were unsuccessful.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.